Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was unresponsive even the power button was pressed. Per review of wo on 07nov2025, there was no patient involvement. Per sample evaluation results received via task on 11dec2025, it was reported that the chiller pump failure was contributing to the device power issues.

Event description:
It was reported that the arctic sun device was unresponsive even the power button was pressed. Per review of wo on 07nov2025, there was no patient involvement. Per sample evaluation results received via task on 11dec2025, it was reported that the chiller pump failure was contributing to the device power issues.

Manufacturer narrative:
(B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. When the technician turned on the equipment, only the light on the switch came on, and there was no response at all. After replacing the power circuit card, the equipment powered on, but when the chiller turned on, the equipment power went off and kept cycling on and off. When the technician disconnected the chiller pump power and turned it on, the equipment powered on normally. The chiller pump was replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. Corrections: e, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.